Manufacturer narrative:
The insulin pump alarmed during the prime test due to a faulty force sensor resistor. The functional testing could not be completed due to the alarm. The insulin pump was received with minor scratches on the display window, cracked display window corner, cracked case at the display window corners, cracked reservoir tube lip and a cracked reservoir tube near the reservoir tube window.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer reported via phone call to have received a compromised forced sensor alarm during priming. Customer states insulin "squirt" out when attempted to prime. Customer states drive support cap appeared normal. Customer's blood glucose was 600 mg/dl. After troubleshooting, customer was advised that insulin pump would need to be replaced.